Event description:
The customer reported the system displayed a generator error, which would cause the system to shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.